Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-62101.

Event description:
The customer reported via phone call that the numbers on the screen kept scrolling when pressing the up button on the insulin pump. He did a reset and it seemed to work but later, he received an unexpected restart alarm that he is unable to clear. Blood glucose value was 321 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced.